Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 61 year-old patient was implanted on (B)(6) 2022 with 2 (two) biozorb markers following a surgical procedure for a bilateral (left and right) breast lumpectomy. In 2024 the patient experienced itching in the left breast. In (B)(6) 2025 the patient developed purulent discharge through the lateral aspect on the left breast periareolar incision. Discharge resolved in (B)(6) 2025. In (B)(6) 2025 the patient developed discomfort in her breast and a large discharge of purulent fluid associated with small amount of erythema of left superior breast. The discharge continued in (B)(6) 2025, biozorb implant being palpable in the left breast and migrated with the abscess development. On (B)(6) 2025, the patient underwent a surgical procedure for left breast abscess drainage. Biozorb implant was removed fragmented during surgical procedure. No other relevant information was provided.this report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.